Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis did not confirm the reported complaint of arcing. Visual inspection did not reveal any evidence of arcing as there was no thermal damage and there was no damage to the conductor wire insulation that could result in applying energy to an unintended location. Failure analysis investigation did confirm reported complaint of "rotating device damage". The instrument was found to have an input disk completely detached from the base of the housing. The probable root cause of the broken input disk is attributed to use and reprocessing conditions. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. Additional observation(s) not reported by site: signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibited orange discoloration. Common causes of the failure mode are typically attributed to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing.

Manufacturer narrative:
The maryland bipolar forceps instrument was returned for evaluation. However, investigation has not been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once evaluation is completed and/or if additional information is received. A review of the instrument logs for part #: 471172-17, batch/lot #: k11220202-0723, associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4) with 10 lives remaining. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument was damaged due to arcing. The allegation could be related to the potential for electrical discharge at a location other than intended. At this time, it is unknown what caused the alleged arcing incident to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, there was rotating device damage with arcing. The procedure was otherwise completed with no reported injury. Intuitive surgical, inc (isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the good faith efforts no further details have been received from the user facility as of the date of this report.